Event description:
Finally, the following additional information of this incident has been received on 8 may 2026: the case involved a patient who underwent a total laparoscopic hysterectomy (tlh) on (B)(6) 2026. On (B)(6) 2026, the patient presented with severe vaginal bleeding accompanied by the passage of clots. Intraoperatively, a vaginal suture dehiscence was found in the external area: in the region of both the ventral and dorsal vaginal wall, the vaginal tissue had detached from the original suture over an area of approximately 5 mm on each side. This was the source of the bleeding. The findings were consistent with a suture insufficiency. A vaginal revision was performed.

Manufacturer narrative:
Corrected data: g3: date received by manufacturer in the initial report was not correct according to the additional information received. It should be 04-25-2026. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples received are 8.59 kgf in average and 8.31 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 6.47 kgf in average and 3.24 kgf in minimum). Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirement. In the degradation test, threads are introduced in a nacl 0,9% solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 5.18 kgf in average and 4.41 kgf in minimum and fulfil b. Braun surgical (bbs) requirement: 3.36 kgf in minimum. As stated in the side effects of the instructions for use of the product, an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: according to the results of the closed samples received and the batch manufacturing record review, the product complies the specifications of european pharmacopoeia/b. Braun surgical specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence, and the case is considered not confirmed. Furthermore, wound dehiscence is an expected undesirable side effect documented in the instructions for use of the product. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the incidents (three in total) occurred for the first time in q4 2025. However, these were only reported recently (after the incident occurred for the third time), as no particular attention was paid to them initially. The suture is used, among other applications, for the closure of the pelvic floor musculature following a laparoscopic hysterectomy. In this context, a dehiscence (muscle rupture) occurred for the third time, resulting in the prolapse of abdominal organs through the vagina. The most recent revision surgery was performed last weekend. The customer has stated that they will no longer use novosyn for this procedure and will switch back to sutures of another manufacturer. According to the chief physician, the patients were female approximately 45-50 years old and had no relevant pre-existing conditions, such as diabetes or corticosteroid therapy. According to the information received, in the first case the issue was apparently not related to the product. Therefore, there are only these two cases. Unfortunately, no further information beyond what is already documented in the case description is available, and the patient has also stated that they do not wish to provide additional details. MFR report number for the other case: (B)(4)_3003639970-2026-00485_MDR.